Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year old caucasian female patient underwent primary breast reconstruction with a (right) 535cc mentor memorygel breast implant and a (left) 590cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via MRI, with bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9598162 sn: (B)(4) and (left) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9717884 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.